Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the effluent sampling site of a homechoice cassette. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was performed and found the female shrouded connector of the effluent line with foreign matter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.